Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation and "pain". Device has been explanted.

Manufacturer narrative:
Additional data: d.10., g.1., h.3., h.6. Device evaluation:visual analysis of the returned device identified broken shell, crease fold, missing, brown particles. Leak test was performed and found opening on posterior side. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on posterior side due to surgical damage.

Event description:
Healthcare professional reported right side deflation and "pain". Device has been explanted.